Manufacturer narrative:
Sc-1200 sn: (B)(6). The returned ipg was analyzed, was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The probable cause selected is no problem detected.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and the explanted ipg will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent an ipg replacement procedure and the explanted ipg will be returned.